Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in the complaints history revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was scheduled for explant in secondary procedure because of patient experiencing residual astigmatism with decreased visual acuity after the implantation of +20.5 diopter lens model, zct225 toric iol (intraocular lens). Additional information was received, and it was learnt that explant took place on (B)(6) 2019. Reportedly there was no incision enlargement, no suture and no vitrectomy required. It was indicated that there was no treatment or prescription given by the doctor outside of the normal post-operative treatment. Lens with model zct300 and lower diopter of +20.0 was used as replacement lens for the patient. Patient was doing fine at discharge. Visual acuity post-op (post-initial implant):20/50-2; visual acuity post-op (post-replacement):20/20-1. No further information provided.